Event description:
It was reported that pumps indicate ?no-disposable attached." No patient injury was reported.

Manufacturer narrative:
Functional testing: samples were filled with water. The samples received on (B)(6) 2021 were connected to the cadd solis vip. The sample received on (B)(6) 2021 were connected to the cadd legacy plus to look for unusual function. Results: the eleven (11) samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr(B)(4).